Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. While the patient was in recovery and during emergence from anesthesia, the patient exhibited acute neurologic changes characterized by slurred speech and decreased movement of the extremities. A head computed tomography (CT) was obtained and demonstrated no acute abnormalities. The patients' symptoms resolved spontaneously within approximately two hours. Given the rapid onset and improvement of neurologic findings with negative imaging, the physician suspects an air embolic event as a possible cause. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Manufacturer narrative:
H6 patient codes: stroke/cva e0133 updated to transient ischemic attack e0137.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. While the patient was in recovery and during emergence from anesthesia, the patient exhibited acute neurologic changes characterized by slurred speech and decreased movement of the extremities. A head computed tomography (CT) was obtained and demonstrated no acute abnormalities. The patients' symptoms resolved spontaneously within approximately two hours. Given the rapid onset and improvement of neurologic findings with negative imaging, the physician suspects an air embolic event as a possible cause. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.